Event description:
Patient was revised to address loosening of the stem.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies that would likely contribute to the reported event. The investigation could not verify or identify any evidence or product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.